Event description:
The customer contact reported device breakage; subsequently bleed back was noted. A primary tubing set was being sued to deliver an unspecified medication via a symbiq pump. At an unspecified time, the option-lok male adapter of a second primary tubing set was connected to the distal clave y-site of the first primary tubing set for a piggyback delivery of an unspecified concentration of potassium, at an unspecified rate, via a symbiq pump. The customer contact reported that after the piggyback delivery was complete, while the nurse disconnected the second primary tubing set from the distal clave y-site, the option-lok male adapter of the second primary tubing set broke off and remained lodged inside the distal clave y-site of the first primary tubing set. It was reported that an unspecified volume of solution leaked and bleed back was noted in the first primary tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.